Event description:
It was reported that the patient underwent total knee surgery on (B)(6) 2014 and suture was used. During subcutaneous closure, after three passes, the surgeon tried to pull the suture to tighten the knot and suture detached from the swage. The procedure was completed with another like device. There was no adverse patient consequence.

Manufacturer narrative:
Conclusion: the actual device involved in this event was returned for evaluation. The device was visually evaluated. Upon evaluation, the returned needle had a suture remnant still in the hole indicating that it pulled out or the suture clipped off. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.